Event description:
A distributor in south africa has reported that one of the tubings of an ojr410 optiflow junior 2 nasal cannula was detached from cannula during use on a patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(6) method: the subject device, ojr410 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the distributor and our knowledge of the product. Results: visual inspection of the provided photography confirmed that one of the tubings was detached from the cannula. Additionally, it was observed that the connector (swivel) was missing from the swivel grip of the cannula. The distributor reported that the cannula was connected to a breathing circuit other than the circuits recommended in the user instructions for the subject device. Conclusion: based on the visual inspection of provided photography, and our knowledge of the product, it is most likely that the reported event resulted from the subject device being subjected to excessive force. The missing connector may have been removed to enable connection to a breathing circuit other than the ones recommended in the user instructions. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). "Ensure that all connections are secure dung use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. The circuits recommended in the user instructions for the subject device, ojr410 optiflow junior 2 nasal cannula: f&p rt330, f&p rt331 circuit kits when used with mr850 heated humidifier f&p 950n40/j, f&p 950p40/j circuits kits when used with f&p 950 respiratory humidifier.

Event description:
A distributor in south africa has reported that the tubing of an ojr410 optiflow junior 2 nasal cannula was detached from cannula during use on a patient. There was no reported patient consequence.